Event description:
In preparation for an endoscopic procedure, the physician selected a cook endoscopy 6 shooter saeed multi-band ligator. The user reported the blue hook separated from the loading catheter when the loading catheter was pulled through the working channel of the endoscope. The physician was able to place the trigger cord with the blue hook on the opposite end of the loading catheter to perform the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. One blue hook has separated from one end of the loading catheter. The blue hook was returned attached to the trigger cord directly beside the knot. The outer diameter of the blue hook and the inner diameter of the loading catheter were measured and found to be within the appropriate manufacturing specification. No kinks or bends were noted in the loading catheter. A product discrepancy or anomaly that could have contributed to blue hook separation from the loading catheter was not observed during our analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: our laboratory evaluation confirmed the blue hook that separated had been placed directly beside the knot in the trigger cord. This is against the instructions for use and could have contributed to this observation. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.